Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported that the patient underwent a replacement of his inflatable penile prothesis (ipp) due to device performance issues. Both cylinders were torn. All components were removed and replaced. There were no patient complications in relation to this event.